Manufacturer narrative:
H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. The broken limit valve was replaced, performed 2k pm (preventive maintenance) replaced ddi (dynamic displacement indicator) board and performed 7-year pm. The unit meets all factory specifications.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the 3100a ventilator shut down while on a patient and was moved to another ventilator. The customer confirmed that there is no patient harm on the reported event.